Manufacturer narrative:
Although requested, the device was not returned for evaluation. A review of device history record (DHR) did not find any non-conformities or anomalies related to the reported event. The trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be determined.

Event description:
It was reported that during implantation of an intraocular lens into the left eye, the surgeon noticed the optic of the lens was scratched. The incision was enlarged to allow for removal of the iol and a successful intraoperative lens exchange was performed using a backup iol of the same model and diopter. Sutures were not required. The were no injuries reported. In the surgeon's opinion, the most likely cause of event is the injector.